Event description:
Customer reportedly received results of 309 mg/dl and 105 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. Controls were run and l2 was out of range. Customer also reported receiving results of 359 mg/dl and 123 mg/dl within 10 minutes on the same device. Requested return of suspect device and replacement was sent.